Event description:
User receiving discrepant results for sodium. Four patient samples are affected. Repeat testing was performed on other analyzer. Initial result 133 mmol/l, repeat 140 mmol/l. Repeat results were reported for all samples. The field service rep determined mix dry pressure was low and the mix tower was clogged. He replaced the mix tower and adjusted the mix dry pressure. Performance tests were performed which were within specification.

Event description:
User receiving discrepant results for sodium. Four patient samples are affected. Repeat testing was performed on other analyzer. Initial result 127 mmol/l, repeat 134 mmol/l. Repeat results were reported for all samples. The field service rep determined mix dry pressure was low and the mix tower was clogged. He replaced the mix tower and adjusted the mix dry pressure. Performance tests were performed which were within specification.

Event description:
User receiving discrepant results for sodium. Four patient samples are affected. Repeat testing was performed on other analyzer. Initial result 133 mmol/l, repeat 142 mmol/l. Repeat results were reported for all samples. The field service rep determined mix dry pressure was low and the mix tower was clogged. He replaced the mix tower and adjusted the mix dry pressure. Performance tests were performed which were within specification.

Event description:
User receiving discrepant results for sodium. Four patient samples are affected. Repeat testing was performed on other analyzer. Initial result 131 mmol/l, repeat 139 mmol/l. Repeat results were reported for all samples. The field service rep determined mix dry pressure was low and the mix tower was clogged. He replaced the mix tower and adjusted the mix dry pressure. Performance tests were performed which were within specification.